Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, and it was concluded that the customer could continue using the pump. The customer was advised to call back if any malfunction code reappeared, which they understood.